Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Customer became extremely upset during the call, using offensive language and eventually disconnecting, which prevented troubleshooting from proceeding. No additional information was received regarding the outcome of the event.